Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then removed each individual pcb assembly for testing in order to isolate the failure; however, each pcb assembly tested ok with no discrepancies observed.  Physio then reassembled the device, ensuring each connection was properly seated and secure.  After reassembly, the reported issue could no longer be duplicated.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had a service indication present.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio verified the reported issue and observed that the device would not complete the boot-up cycle.  The device would attempt to power on, but get stuck on the initial start-up screen before fading to a white display.  A white display is indicative of a device lock-up condition which may delay or prevent defibrillation if it were necessary.